Event description:
After the lock on the system was fixed, they attempted the power up the unit and once powered up, it makes a screeching sound and it won't come on.

Manufacturer narrative:
The rep could not duplicate problem. Suspect line alarm sounded. Order power controller board. Replace power controller board. Check operation of system by booting and making test fluoro exposures. System operates as intended. System returned to customer for use.